Event description:
Patient received a resolute integrity drug eluting stent. It is reported that one week post index procedure the patient started to experience intermittent nausea symptoms. The patient ceased plavix medication approximately 3 months post implant but nausea symptoms still remain. It is unknown if the patient has an allergy to nickel.

Manufacturer narrative:
Evaluation results/ conclusions: root cause could not be identified. Inherent risk of procedure - (reaction). No results available since no evaluation performed. (B)(4).